Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent placement procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter stretched and tore, however the stent was successfully deployed with some effort. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent placement procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter stretched and tore, however the stent was successfully deployed with some effort. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
A visual examination of the device returned device revealed the guide catheter was received pulled out of the push catheter and in two pieces. The distal end of the guide catheter was stretched and measured approximately 321centimeters. The proximal end of guide catheter was stretched and measured approximately 97 centimeters. There was no damage to push catheter. The suture and stent were not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.